Event description:
The customer reported that during the procedure, the pencil automatically activated when it was plugged into the generator. This resulted in a 2nd degree burn to the pt's abdomen. The burn was resected and sutured. The customer reported that the single-use device had been resterilized at the hospital prior to use.

Manufacturer narrative:
(B)(4). To date the incident sample has not been received for eval. If the sample is received or if add'l info pertinent to the incident is obtained a follow-up report will be submitted.